Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: investigation ongoing.

Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: after disconnecting the patient side (service lung) in neo mode unit does not show "disconnection alarm". Only "inspiratory volume limitation" vti is > 50 ml and vte is 0. Summary: unit does not show "disconnection alarm" in neo mode.